Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 508 mg/dl at the time of incident. Customer stated he was using the syringe to treat high blood glucose. Over the last month customer was taken to hospital and the doctor did take the sugar for over high blood glucose 490 mg/dl. Assisted customer in performing high pressure test. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.